Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was a latch lock sensor was not working any more as it was damaged/non-functional. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the latch lock sensor.

Event description:
It was reported that the device did not lock the cassette properly and continued to alarm even though a cassette was set again. There was unknown patient involvement, and unknown signs or symptoms experienced.